Event description:
It was reported that approximately 18 months post-operatively a denali straight rod fractured. Revision surgery was performed and the rod was replaced.

Manufacturer narrative:
H6: coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
It was reported that approximately 18 months post-operatively a denali straight rod fractured. Revision surgery was performed and the rod was replaced.